Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 6 years 4 months post implant with leg pain. A CT showed the patient has a type ib endoleak on the right side. A stent graft limb etlw1613c124e was implanted in the patient to extent into the common iliac artery and the endoleak was resolved. As per the physician, the cause of the endoleak was due to the iliac artery dilating over time. No clinical sequelae were reported and the patient is fine.